Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Investigation site: cq zuchwil. Selected flow: damage - broken. Visual inspection: the threaded tip of the extraction screw is completely broken off including the hexagonal tip. The broken off portion was not sent back for investigation. Besides, the instrument presents normal signs of use. Dimensional inspection: dimensional inspection cannot be performed due to the damage incurred. Document/specification review: the broken surface is homogeneous what indicates material conformity as well. Summary the complaint condition is confirmed as the tip of the extraction screw is broken off. This production lot (l019754) was manufactured in june 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The review of the manufacturing records has shown that the correct material was used and that the hardness parameter was within the specification. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post-production/acceptance criterias. Based on the provided information ¿ instrument breakage occurred during pfna nail removal surgery with the nail being implanted for about 15 years - we have to assume that increased forces had to be applied to remove the nail, which finally led to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.010.411; lot # l019754; manufacturing site: bettlach; release to warehouse date: june 22, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional procode: hxx. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, there were problems removing the proximal femoral nail antirotation (pfna). The extraction screw and hammer guide became twisted. Fragments were generated but were easily removed. Different instruments were used to complete the case. The procedure was completed successfully with a delay of three hundred and sixty (360) minutes. Patient status is unknown. Concomitant devices: pfna nail (part: unknown, lot: unknown, quantity: 1), pfna blade (part: unknown, lot: unknown, quantity: 1), hammer guide (part: 357.071, lot: unknown, quantity: 1). This report is for an extraction screw for pfna blade. This is report 1 of 1 for (B)(4).